Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: he was admitted to the hospital on (B)(6) 2013 with a diagnosis of diabetic ketoacidosis (dka), with severe vomiting. His blood glucose (bg) level was 390 mg/dl and he was placed in ICU on an insulin drip. Patient alleges that the pump malfunctioned. Customer support (cs) attempted to review pump but patient states he cannot get past the verify time and date screen since he changed the battery in the pump. Patient was moved from ICU but currently remains in the hospital. He reports his last bg today was below 200 mg/dl. He is off the pump and is on lantus insulin and a sliding scale of humalog insulin. A replacement pump is being sent. This complaint is being reported because the patient experienced hyperglycemia and because the alleged malfunction was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/13/2014 with the following findings: testing was unable to duplicate reported complaint. The last basal delivery was on (B)(6) 2013 and the last delivered bolus was on (B)(6) 2013. No alarms outside the range of normal patient use observed in pump history; no activity related to the complaint was recorded. The boluses and basal add up correctly to total the tdd. Pump successfully passed a delivery accuracy test. No alarms occurred during testing. Pump found to be operating within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.